Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a high impedance on contact 0 <(>&<)> 3 of 4971 ohms, and a high impedance on contact 0 <(>&<)> 2 of 4032 ohms. No patient symptoms or further complications were reported as a result of this event.